Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During manufacturer's preliminary instigation of the returned devices it was observed that aiming arm locking device is deformed and 3.2mm trocar is bent. This report is for one (1) complete radiolucent insertion handle. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the guide sleeve assembly was getting stuck to the helical blade inserter, making the instrumentation not function properly. It is unknown if there was surgical delay. The procedure was completed successfully. Patient status was unknown. This report is for an unknown insertion instrument. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part #: 03.037.012. Lot #: l981004 . Manufacturing site:hägendorf. Release to warehouse date: 29. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the complete radiolucent insertion handle (part # 03.037.012 lot # l981004) was returned and received at us cq. A visual inspection was performed and no defects were identified. Functional analysis: functional analysis was performed by assembling aiming arm, insertion handle and blade/screw guide sleeve with buttress/compression nut and no defects were identified. Device assembled and disassembled without any issues. Document/specification review: relevant drawings reviewed. This complaint is not confirmed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined for the assembling issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: brand name, MFR site. Corrected data: common device name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.